Event description:
It was observed that during the device evaluation, the subject device exhibited foreign materials in the air/ water cylinder (tube) and suction cylinder (tube). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the use of products that contain silicone can cause deposits of white foreign material. Olympus confirmed foreign material was present within the device, however, the type of material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.